Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to the customer incorrectly programming the time when the pump was received. Customer's blood glucose level was 157 mg/dl. Reportedly, the customer corrected the time and resumed insulin therapy.